Event description:
The customer reported a fluid leak of approximately 20ml of cleaner reagent from the rear left side of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the customer reported that no error messages were generated at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a clogged port on the waste chamber vc26 that caused the leak. The fse removed the clog and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).